Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fibre bonding in the outer tube area (distal end) was damaged, charged coupled device unit was broken, resolution is inadequate (a poor-quality image is displayed), image is purple. A definitive root cause could not be identified. Based on the results of the investigation cause of the customer-reported failure could not be established. And for the inadequate resolution the poor-quality image was due to a broken charged coupled device (ccd) unit and the purple image issue was caused by a broken video cable. For the remaining reportable findings, the most probable cause of the complaint was traced component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had 2 straight lines in the image. There were no reports of patient harm.